Event description:
In 2007, an inquiry was made regarding extraneous product received at abbott spine through the return material process. The representative reported that during inspection of a surgical kit in july, four drivers were found slightly bent. The instruments were sent back for replacement. Based on the inquiry, the abbott aware date of the product issue is 2007. No surgical event is associated with the product issue. There was no patient contact.

Manufacturer narrative:
Investigation/evaluation is pending.